Event description:
Ous MDR - the patient's OEM ICD's alarm started, so the patient went to the hospital. Hospital staff noted the patient's pulse was slow and contacted the manufacturer of the ICD. OEM's staff informed biotronik staff this lead was being oversensed, but the impedance had not changed. Noise was observed as well. On (B)(6) 2014 the ICD was removed but the leads were capped and a new system was implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.